Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was used to cut the rectum. After the second firing the firing trigger would not return to the home position. When the firing trigger was returned to the home position by hand and released, the cartridge came off from the jaw. The half deployed staples were unformed. Reinforcement material was not used. After that, the target tissue was cut again by another device and then the circular stapler was used for double stapling technique. The leak test was performed and no anomalies were found, however, the oral side of the doughnut was incomplete. A covering stoma was created just to be safe. The patient is in stable condition right now. There were no anomalies in firing of the circular stapler, the deployed staples of the circular stapler were proper. The doctor informed the patient before the operation there was a possibility of creating stoma. When the doctor checked the operation video with the rep, the doctor commented as follows: the cartridge was detached in front before its firing.

Event description:
A 2.5 x 28mm cypher select + (B)(6) was retrieved from the patient after there was difficulty crossing the lesion, and it was noticed that the distal edge of the stent was flared. The stent delivery system was pulled back into the guide catheter, and the device was removed from the patient. The proximal left anterior descending (lad) lesion was described as de-novo, moderately calcified and slightly tortuous, with 90% stenosis. The procedure was successfully completed with a new cypher select + of the same size. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Information received from an affiliate indicated that the distal struts of a 2.5 x 28mm cypher select + (B)(4) flared after the stent did not cross the lesion. The target lesion was the proximal left anterior descending artery (lad), which was described as de-novo, moderately calcified and slightly tortuous, with 90% stenosis. The lesion was pre-dilated and ivus was performed. The residual stenosis after pre-dilation is unknown. A cypher select+ (2.5/28mm: complaint product) was delivered to the target lesion, but there was difficulty delivering. Therefore, the cypher select+ was retrieved from the patient and then the distal edge of the stent was confirmed to be flared. It is unknown if excessive force was used to get the stent across the lesion. To finish the procedure, a new cypher select+ (same size) was implanted at the target lesion. The procedure was successfully completed without report of patient injury. The physician did not indicate any anomalies prior to use. The reported customer complaint of failure to cross could not be confirmed, however strut up-lift was confirmed through failure analysis. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. The relationship between the failure to cross and the device is not clear. The inability to get the stent across the lesion and/or vessel/lesion characteristics may have contributed to the reported strut up-lift. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required. One non sterile cypher select+ japan 2.50 x 28 was received coiled inside a plastic bag. There were kinks and bents detected on the stent delivery system. The stent was crimped and mounted between marker bands; the struts on the distal section were uplifted. Crossing profile was measured for middle and proximal sections of the stent and was found within specification. The distal section was not measure since it was damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
Concomitant devices:guidewire: route,guiding catheter: launcher,sheath: terumo's.the device has been returned for analysis, but the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.